Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2020, getinge became aware of an issue with wash cart, which fell off from the free standing unloading conveyor (fscu). There was no information provided about adverse outcome for this occurrence. The fscu is not registered as a medical device, however upon the situation occurrence it was being used with washer disinfector 8668 as a system. Fully loaded cart falling off the trolley could bring a hazardous situation for the operator, and lead to serious body injury if the situation was to reoccur, therefore, we decided to report the complaint based on a potential.

Event description:
On 25th september, 2020 getinge became aware of an issue with wash cart which fell off from the free standing unloading conveyor (fsuc). There was no information provided about adverse outcome for this occurrence. The fsuc is not registered as a medical device, however upon the situation occurrence it was being used with washer disinfector 8668 as a system. Fully loaded cart falling off the trolley could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential.

Manufacturer narrative:
When reviewing previous reportable events, we were able to establish that there were several reportable complaints considering the situation where the cart fell off or almost fell from the automation loading system such as return conveyor (rc), air glide system (ags), free standing conveyor (fsc) due to various reasons. As it was provided in the complaint record, the device involved was a free standing unloading conveyor (fsuc) with serial number (B)(6) , manufactured on 2018-01-11. At the time of event occurrence, it was used together with washer disinfector 8668, with serial number (B)(6) and catalog number s-86682003-ctom,manufactured on 2017-12-21. As it was confirmed with the customer, they have claimed to experience some unloading problems with the mentioned device prior to the cart fall and were trying to resolve the problem by themselves to allow unloading process without trouble. The customer placed a tape on the docking sensor to avoid cart blocking during the unloading process. This consequently had an influence on the end pin by influencing it¿s movement and designated functionality (mechanical stop for the unloaded cart, before placing it on the trolley). When the tape was put on the docking sensor there was a false alarm which allowed the cart to freely move on the fsuc. The same docking sensor sent the signal to the end stop pin, which remained in the down position as per the designated function, to allow the cart to be loaded onto the trolley. Unfortunately, as there was no actual trolley attached to the conveyor, the cart fell off onto the ground. For this situation, the root cause of the end pin malfunction and, consequently the cart fall, was established to be secondary to the unauthorized modification of the device performed by the customer (placing a tape on the docking sensor which had an negative impact on the end stop pin functionality). For the alleged problem with unloading activities, there have been two possible root causes established but not confirmed: displacement of the hook installed on the cart a result of wear and tear from daily usage or displacement of the end stop pin as a result from pervious servicing activities. It was established that when the event occurred, the washer disinfector did meet its specification as a malfunction of the end stop pin occurred and led to the cart fall and in this way device contributed to reportable event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The getinge product was directly involved with the reported incident. The problem has been resolved by replacement of the cart hook and end stop pin. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of describe event or problem #. This is based on the result of an internal review noting the initial report was incorrectly submitted stating typo mistake in abbreviation of the free standing unloading conveyor. Previous describe event or problem #: on 25th september, 2020 getinge became aware of an issue with wash cart which fell off from the free standing unloading conveyor (fscu). There was no information provided about adverse outcome for this occurrence. The fscu is not registered as a medical device, however upon the situation occurrence it was being used with washer disinfector 8668 as a system. Fully loaded cart falling off the trolley could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential. Corrected describe event or problem #: on 25th september, 2020 getinge became aware of an issue with wash cart which fell off from the free standing unloading conveyor (fsuc). There was no information provided about adverse outcome for this occurrence. The fsuc is not registered as a medical device, however upon the situation occurrence it was being used with washer disinfector 8668 as a system. Fully loaded cart falling off the trolley could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential.

Event description:
Manufacturer`s reference number: (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.